Manufacturer narrative:
(B)(4). During visual inspection of the device the tubing was observed to be broken and disconnected from the female luer lock. Pressure testing and clear passage testing were performed on the tubing portion of the device by connecting it to a pressure gauge at 8 psi and submerging it underwater with no defects noted. No further testing was possible due to the broken condition of the device. The reported problem could not be verified. The cause of the problem is unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high flow rate extension set had backflow of blood up into the set. This occurred during patient infusion. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Functional testing was not able to be performed due to the condition that the sample was received in. The reported backflow condition was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.